Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at their ipg site. As a result, the patient's ipg was explanted and replaced with a different/smaller model for better comfort. The doctor also placed the replacement ipg deeper in the pocket. The patient is believed to be satisfied with the placement of the his new ipg.